Event description:
It was reported to philips that the device displayed a red x in the ready for use indicator and a device service required message: ECG equipment malfunction. There was no reported patient involvement.